Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a thoracic transection. It was reported that during preparation, the device would not flush and no fluid was able to be injected. Another device was used to successfully treat the patient. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The device was returned for evaluation.the complaint was confirmed, the sideport could not be flushed. The cause of the event was due to glue within the barb adaptor caused by excess adhesive during manufacturing.